Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. A picture and a product sample was received for evaluation. The picture provided by the customer were reviewed and a leak was not detected; the complaint could not be confirmed. The sample unit was received decontaminated, inside a plastic bag. The unit was visually inspected under normal conditions of illumination. No damages or other workmanship defects were detected. During functional check, the unit was tested for leak by introducing water in the product. No leak was found; the colored water circulated through the unit without a leak. By the physical evaluation of the unit, the complaint is not confirmed. No actions were taken since complaint was not confirmed.

Event description:
Information was received indicating that a smiths medical fluid warmer was implicated in the following issue: the customer noticed the circulation water tube looked red due to a mixture of blood. There was no patient injury. There were no reported adverse events.